Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached; proximal segment returned and analyzed.

Event description:
The left ventricular lead (model 4194) was returned to the manufacturer, analyzed, and tested out of specification. The atrial lead (model 4058m) was also returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.